Event description:
According to the event description "there is no image". T here is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection of the returned product, the following was found: the most probable root cause is a component failure (fpga defect). The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings e.g. On page 10 and 31 chapter 3.8 failure of products: the product may fail during use. - perform an equipment test before use, see chapter preparation [p. 31]. - if the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. - if the surgery cannot be continued optically, determination of how to further the procedure is at the physician's discretion based on the surgical circumstances. The event is filed under internal karl storz complaint ID: (B)(4).